Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were several stored episodes of oversensing noise on the right ventricular (rv) channel leading to pacing inhibition with asystole. Electrogram strips were sent into boston scientific technical services (ts) for review, and the longest pause in pacing was approximately three and a half seconds. The field representative stated that the minute ventilation feature was programmed off due to the oversensing. The cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's rv lead remain in service and no adverse patient effects were reported.